Event description:
Same as manufacture# 6000093-2004-01221, 01258. It was reported that 2 days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. In 10/2004 the pt had a scheduled taxus express2 8.8% 2.50 x 24 mm stent placed in the circumflex (cx). The lesion being treated was moderately calcified, 80% stenotic in a mildly tortuous cx. The lesion was predilated with a 2.5 mm balloon. After successful deployment of the taxus stent postdilation was performed. The next day the pt was discharged from the hospital with regimen of plavix and aspirin. The following day the pt presented to the ER with complaints of chest pains. In addition, the pt went into ventricular fibrillation and defibrillation was initiated. The pt was then brought back to the cath lab, where it was determined that the taxus stent had a thrombus. The physician then dilated the thrombus and implanted two more taxus stents proximally and distally from the initial taxus stent. The physician successfully deployed a taxus express2 8.8% 3.0 x 8 mm stent at 18 atms for 20 seconds in the proximal end and a second taxus express2 8.8% 2.5 x 8 mm stent at 13 atms for 15 seconds in the distal end. Four days later the pt was transferred back to the cath lab where it was determined that the taxus stents placed in the cx had thrombosed. The thrombosed stent was dilated and the pt is scheduled to have a CABG.